Event description:
Customer reported to beckman coulter, inc. (Bec) that calibrator #3 was empty when they opened the box and uncapped the synchron system drug calibrator 2 cartridge. Customer reported that there was a loose cap and calibrator #3 leaked all through the box. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).